Manufacturer narrative:
Continued from concomitant medical products: extension model 3708220 serial# (B)(4) implanted (B)(6) 2010 explanted unk; lead model 3778-60 lot# v674092028 implanted: (B)(6) 2011 explanted unk; lead model 3888-45 lot# v482979 implanted (B)(6) 2010 explanted unk; lead model 3888-45 lot# v482979 implanted (B)(6) 2010 explanted unk; recharger 37752 serial# (B)(4); programmer model 37743 serial# (B)(4).

Event description:
It was reported that the implantable neurostimulator had "not been working for a while" due to an unknown cause. The patient had surgery scheduled for a revision and/or replacement. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported the lead may have migrated, although x-rays were not compelling for lead migration. Reprogramming was conducted, but they were not able to capture the exact locations needed. A lead revision was performed on (B)(6)-2012 and the patient had better coverage at follow-up. There was no patient injury.